Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter detachment occurred. The target lesion was located in a moderately tortuous coronary artery. An opticross imaging catheter was selected for use. During pre-intravascular ultrasound (ivus), the opticross imaging catheter was used without any issue however, following stent deployment, the physician tried to insert the imaging catheter again but the device was caught by the y connector and was kinked. The physician then attempted to get the kinked part back to its original place but the part was broken and separated. The procedure was completed without doing ivus. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Device analysis revealed that the imaging window was detached from the lapjoint section. No kinks were found during the testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter detachment occurred. The target lesion was located in a moderately tortuous coronary artery. An opticross¿ imaging catheter was selected for use. During pre-intravascular ultrasound (ivus), the opticross¿ imaging catheter was used without any issue however, following stent deployment, the physician tried to insert the imaging catheter again but the device was caught by the y connector and was kinked. The physician then attempted to get the kinked part back to its original place but the part was broken and separated. The procedure was completed without doing ivus. No patient complications were reported and the patient's status is good.